Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the patient had no symptoms other than the battery depleting at a much faster rate. The cause was unknown and no falls or accidents were reported. After they reprogrammed around the shorted electrodes the patient got moderate coverage. It was reported that if charging continued to be frequent, the physician planned to replace the ipg and possibly the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a medical representative regarding a patient who was implanted with neurostimulator for post lumbar la minectomy syndrome and radicular pain syndrome. The caller started about 3-4 months ago but the past 3-4 weeks has been more noticeable by more frequent recharging. Impedance measurements were taken, reported results: 0 <(>&<)> 5 electrode and therapy measurement was 297 ohms. Caller to attempt to program around the short circuit. Caller reporting charging too often. Did not pursue recharging frequency as caller indicated a short circuit was noted. Caller was programmed to 0 <(>&<)> 5 electrode (both cathode) and indicates electrode measurement for the pair was less than 70 ohms. No patient symptoms reported.

Event description:
Additional information was received. Manufacturer representative reported the patient had an ins replacement on (B)(6) 2017 due to normal battery depletion. During the replacement, one of the set screws were looses therefore causing high impedances, on electrodes 0/5. It was reported that when the set screw was tightened, all impedance values were within normal limits.